Manufacturer narrative:
The insulin pump had a frozen screen on the full segment display due to a problem with the motherboard. No blank display anomaly was noted.

Event description:
The customer called to report a blank display. The customer stated that the insulin pump was bumped, but not dropped. Troubleshooting was performed, and the only thing that came up was a black screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.